Event description:
This lead was capped and replaced due to noise. The impedance started to drop into the 200 ohm impedance range. There are no adverse events reported for this patient. Should additional information become available this file will be updated.